Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the system showed results different from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation, and an RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection showed a minimal portion of the sensor hydrogel missing, which most likely occurred during the removal procedure due to excessive force applied by the removal clamps. A review of the in vivo raw data showed depressed signal and reference channels since insertion on (B)(6) 2025, however, this was not reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The user was offered a sensor replacement as a resolution. B4. Date of this report 16 sept 2025. G3. Date received by the manufacturer? 16 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
On june 19 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.